Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
The report has been identified as b. Braun medical international report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
According to the event description the catheter passive safety mechanism did not engage when removing stylette from patient , another was difficult to thread. The safety that is supposed to engage when removed from the plastic catheter housing when removing the needle from the patient failed to cover the sharp end of the needle on multiple needles from this same lot number. A third was difficult to advance the plastic catheter off the needle into the vein.